Manufacturer narrative:
Section b5: the reported infection and short to shield event from (B)(6) 2021 is captured in related manufacturer report number 2916596-2021-03875. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas) serial (B)(6) and the suspected thrombosis and ischemic stroke could not conclusively be determined through this evaluation. The reported thrombosis could not be confirmed through this evaluation as no images were submitted and no product was returned. The evaluation of the submitted log file confirmed the report of power elevations. The submitted log files contained overlapping data spanning from (B)(6) 2021 14:19:52 through (B)(6) 2021 16:18:30, per the timestamp. Transient power elevations were captured on (B)(6) 2021. Power reached as high as 14 watts on (B)(6) 2021 at 09:28:38, and estimated flow reached 12 lpm during this event. No other atypical events were captured. Prior to and after these events, the pump appeared to operate as intended. It was reported that the patient was admitted with a right m2 ischemic stroke, and they were experiencing elevated powers and flows. A preliminary echo report showed no thrombus and normal vad function. Their international normalized ratio (inr) was therapeutic, and they were on aspirin. A computed tomography (CT) perfusion showed core infarct in the right middle cerebral artery (mca). There was a withdrawal of care on (B)(6) 2021, the patient expired, and the family declined autopsy so the pump was not returned. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 18aug2017. The heartmate ii lvas instructions for use (IFU) lists stroke and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The patient care and management section provides information on anticoagulation, including recommended inr values. This section also outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was presented emergently with altered mental status and facial droop. It was reported that the patient's ventricular assist device (vad) numbers were "crazy" and the patient's flow was over 11 lpm with a low pulsatility index (pi). Upon presentation the patient's flow was +++, they had several no external power alarms the previous day and a significant number of pi events. Preliminary echocardiogram report showed no thrombus and normal vad function. International normalized ratio (inr) was therapeutic at 2, and the patient was on 325 mg of acetylsalicylic acid (asa). The log file showed clusters of power elevations above 10 watts between (B)(6) 2021. The cause of the elevated power was believed to be possibly pump thrombosis. The patient was found to have had a cerebrovascular accident (cva). Computed tomography (CT) angiography revealed the right distal m2 cutoff, 70% right internal carotid artery (rica) stenosis, and no flow limiting stenosis of the left internal carotid artery (ica). CT perfusion revealed core infarct in the right middle cerebral artery (mca) distribution and a small area of penumbra. Log file analysis revealed that there were transient power and flow elevations associated with pulsatility index (pi) events. Although the clinician was concerned about pump thrombosis the log files did not show any attributes that would lead to suspected thrombus, however thrombus may still be present in the circulatory loop. There were also low power hard/ power cable disconnects during a power change on (B)(6) 2021. The patient was withdrawn from care and passed away due to multifacatorial-pump dysfunction/stroke on (B)(6) 2021 and the pump will not be returning. Of note patient was recently admitted back in (B)(6) with leukocytosis and concern for possible infection. During this admission he was newly diagnosed with a short to shield.